Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic patient presented to the clinic for dft testing due to low high voltage lead impedance, the lead was switched to a single coil operation. After the dft testing, the device went into bvvi mode with hv therapy disabled. External rescue was then performed normally. The lead was capped and the device was explanted. No symptoms were noted.